Event description:
The lead was returned to the manufacturer after being explanted due to a system upgrade. The device subsequently tested out of specification. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and revealed an outer insulation breached depression. It was noted that all conductors had blood/body fluid (not obstructed), the inner insulation was kinked buckled and torn, the outer insulation was breached cut with a white substance and cosmetic depression, the tip electrode had a white substance, the helix/lobe was distorted bent, there was blood in/on the helix/lobe mechanism, and the lead was stretched.